Event description:
Event description cpi received information that this patient with an implantable cardioverter defibrillator (ICD) and endotak transvenous defibrillation lead expired on may 29, 1998. An autospsy was performed by a forensic physician four days after the patient's death. The ICD and lead were explanted at this time. The hospital received the lead and ICD on july 24, 1998. The ICD and lead were still connected and it was noted that the distal df-1 connector pin appeared to be separated from the lead.